Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coated portion of the cutting wire was torn. Based on the results of the investigation, it was determined that the cutting wire was broken at proximal end site. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that while using the single use 3-lumen sphincterotome v the cutting wire of the papillotome broke or was damaged when cutting under tension. The reported malfunction occurred during a therapeutic endoscopic retrograde cholangio-pancreatography. The procedure was completed using a similar device. There were no reports of patient harm.